Event description:
It was reported that after changing infusion supplies on an ilet system, the user experienced elevated blood glucose reaching 295 mg/dl and waking near 190 mg/dl, with concern for a suboptimal infusion site; after guided troubleshooting, the user replaced the infusion site and glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.